Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the evis lucera duodenovideoscope, one of the wires to the forceps elevator was cut (frayed). There was no patient harm associated with the event. The device was returned and evaluated, and it was found that the adhesive part of the lighting lens is peeling off. There is a gap in the glued end or dirt had entered the lens through the gap. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; the dark blue wire was found to be completely cut. In addition to the adhesive part of the lighting lens found to be peeling off, the following findings were also observed: there was poor insulation performance at the tip recognized due to the adhesive peeling off the curved rubber, the curved rubber bond was cracked, the bending angle was insufficient due to elongation of the angle wire, the play of the angle knob is out of the normal state due to elongation of the angle wire, the suction cylinder was scraped, and water coverage was also observed on the electrical connector. Additionally, scratches were also found on the following device components: the insertion tube, the operation part, the tip cover, the insertion part corrugated tube ore dome, the switch box, the operation unit cover, the up/down knob, the up/down angle fixing lever, the right/left knob, the grip, the universal cord, the scope connector side of the universal cord, the scope connector, and the right/left angle fixing knob. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.